Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in several episodes of peritoneal infections. The breach in aseptic technique was further described as improper operation. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified antibacterial and anti-inflammatory drugs (doses, routes, frequencies and durations were not reported) for the events. At the time of this report, the patient outcome was not reported for these events. Pd therapy was ongoing during hospitalization. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.